Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the surgeon reported that during a procedure the patient received a burn. The surgeon reported that the bovie tip was hotter with the generator, despite utilizing normal settings of 30 cut 35 coag. The settings were lowered to 20 cut 30 coag but the bovie tip remained hot after activation had ceased. Sparks were also seen at the end of a bovie tip while activating. The surgeon believed the energy was less focused. The burn occurred when the bovie pencil was set down after activation on the drape on the patient's abdomen and the bovie pencil made a burn mark on the drape and left the patient with a slight pin point burn mark on abdomen. The patient had 1st degree burn. No treatment was necessary.